Manufacturer narrative:
The customer¿s reported problem was confirmed a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Case #: (B)(4) case subject: npi 8110 error 13-1033-149 account name: (B)(6) general hospital account #: (B)(4) asset name: 8110 syringe module v9.15.1 r asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: caller has a 8110 module giving him a 13-1033-149 error. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: biomed had already tried to reflash the software to clear the error. It did not work. Recommended to send in unit in for logic board replacement due to the cost of our flat rate repair price. Biomed will get a po and call back later for RMA.